Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module performed well at the regular maintenance. However, a few days later, it started to alarm. A battery alarm was noted and could not be silenced. The power module was exchanged for a new one.

Manufacturer narrative:
Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. H4 - device manufacture date: corrected. Manufacturer's investigation conclusion: the reported event of a red battery alarm on the power module was confirmed. The power module (serial number: (B)(6)) was returned for analysis to the european distribution center (edc) with a damaged backup battery clip. The unit was connected to ac power and the reported event was confirmed. The observed damage to the battery clip prevented the backup battery from properly remaining fastened causing the unit to alarm and show a red battery icon. The damaged battery clip was forwarded to product performance engineering (ppe) for further analysis. Further testing by ppe was performed. The damaged battery clip was connected to a test backup battery and was inserted into a test power module. Upon powering on the unit, a red battery alarm became active. The issue was isolated to the returned backup battery clip. No further testing was performed. The root cause for the alarms was due to the damaged battery clip; however, the cause for the damage to the clip was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate power module (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and was shipped on 04feb2013. Heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, and hm power module instructions for use (IFU) section 5.0, entitled ¿power module (pm) alarm conditions¿, cover all power module alarms, including the yellow wrench alarm and the hazard low battery red alarm, and the actions to take when an alarm occurs. Power module precautions are documented in the heartmate power module instructions for use (IFU) under section ¿precautions¿. Section 4.0, entitled ¿power module (pm) backup power¿, describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Section 2.0, entitled "setting up the power module (pm) prior to use", explains how to set up the power module, including how to connect the backup battery. "Inspection, cleaning, and maintenance" explains the steps to properly maintain the power module and power module backup battery. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 instructions for use (IFU) section 3, entitled "powering the system" explains that the power module must be plugged into electrical power at all time. If the power module is without electrical power for approximately 18 hours or more, the power module backup battery may be damaged. If the power module will be unplugged from electrical power for an extended time, such as for transport for service or maintenance, disconnect the power module backup battery to prevent damage to the battery. Section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.